Event description:
It was reported that catheter fracture occurred. The stenosed target lesion was located in the left main artery. An opticross imaging catheter was used to view the lesion. However, during the withdrawal the imaging catheter was fractrured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.